Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the healthcare provider (hcp) via the company representative (rep) reporting that there was not information provided that would reasonably suggest pump was delivered beyond what was expected. The cause of the patient's condition/symptoms were not determined. The event had resolved. Managing physician turning infusion rate back to simple continuous without any issues.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient via a company representative (rep) regarding the patient receiving intrathecal morphine (unknown) 5mg/ml at 0.24mg/day changed to 0.0336mg/day via an implantable pump. Patient procedure started around 11:30am on (B)(6) 2025, and patient left facility between 1:00-1:30pm. They got home about 3:00pm. Patient took vicodin, and "lyrics" around 5:00pm. ¿nighttime pills¿ close to 8:30pm on (B)(6) 2025. At 3:30am she took methocarbamol. They went to the emergency room (ER) in squad close to 6:00am on (B)(6) 2025. Got to ER close to 7:00am. The patient could not stand. Daughter stated she ¿wasn¿t with it,¿ was not responding, pale, sweating really bad. They had pain that was procedural as expected. Patient got to the ER close to 7:00am. Patient oxygen levels were going into the lower 80¿s and the ER administered narcan 2 times. First narcan was close to 7:30am and then again close to 10:00am. Pump was put on minimum rate at 10:39am. Oxygen between upper 80¿s-low 90¿s by 11:30. Actions/interventions taken to resolve the issue included that they pump on minimum rate. Physician plans to decrease concentration of medication prior to starting infusion again. It was unknown if the issue resolved at the time of this report.